Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the de lcp dhs plate did not fit over the dhs screw. The client opened a new plate: didn't fit either. The client opened a new screw; this one did fit. After that the continued the operation. Surgery was delayed 15 minutes but was completed successfully. There was no patient consequence.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: corrected: g1 h3, h4, h6: the product was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the dhs/dcs-scr ø12.5 l100 sst exhibits slight signs of impacts in the assembly area with the coupling device. Its reasonable to conclude that these damages were caused during the handling process to insert it with the mating device. The mating device used was returned and it does not fit correctly confirming the allegation. According to the surgical technique, se_873688 aa, pag. 14. To avoid damaging the instruments and the implant, tighten the connecting screw securely. Slide the assembled instrument over the guide wire and push the centering sleeve into the pre-drilled hole. Insert the screw to the desired depth, turn the handle of the wrench until it lies in the same plane as the femoral shaft. Only in this position can the plate be slid over the laterally flattened shank of the dhs screw. A dimensional inspection was not performed due to it is not applicable to the complaint condition. A functional test was performed unsuccessfully trying to connect the screw with the plate. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined with the evidence provided. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the dhs/dcs-scr ø14 l85 sst would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review part: 280.000s-15 lot: 19962p0 manufacturing site: balsthal release to warehouse: 25-jun-2024 expiration date: 01-jun-2034. A DHR evaluation was performed for the finished device article # 280.000s-15 lot # 19962p0, and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.